Event description:
The customer was admitted to the hosp for high bgs. Family member stated that they were unsure if the customer had ketones, but was told that the potassium and acid levels were high. At the time of call the customer removed the reservoir from the pump and was walked through the rewind process. Also it was said that the customer did give a manual injection the night before but does not know if the customer was using the same vial of insulin or if the insulin was exposed or denatured. It could not be confirmed when the set was changed. The reservoir and the set were removed from customer and discarded. According to family member they removed the set and no bends or crimps to the cannula were noted. The day and the time were correct on the pump. Troubleshooting was performed. The pump passed all the functional testing.